Event description:
It was reported that while setting up for a breast biopsy and attempting to initialize the probe, they received the l4-003 error code. They connected the ex holster to the unit and received the l4-006 error code. The case was cancelled patient was rescheduled for another day.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.